Manufacturer narrative:
The device involved the incident is not distributed in the u.s.; however, hygrobac s elecst fhme flow pack x50 is of essentially identical device and is distributed in the u.s. The device was evaluated and the failure could not be duplicated. The device passed all conformity test and is compliant with international standards.

Event description:
Covidien (B)(4) received a report regard an incident resulting in a pt death. The customer stated pt was left alone at home for one and a half hours while family went out. The unit's alarm sounded and the pt's family discovered that the hygrobac disengaged from pt's circuit. The pt was in cardio-respiratory asset when discovered.